Event description:
The user facility reported that when advancing the wire inside the microcatheter, unusual resistance is encountered, suggesting an inconsistency in the hydrophilic coating. The event occurred intra-operative. The procedure performed was a neuro embolization. There was no blood loss reported. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Updated information was received on 10 jun 2024: the microcatheter in question was an excelsior sl-10 from stryker.

Manufacturer narrative:
E3: occupation: radiology coordinator. The actual device has been returned for evaluation. The actual sample was a guidewire. Upon visual inspection, the core wire was exposed over about 33 mm, in the region spanning from 1565 mm to 1598 mm from the distal end. Upon magnified inspection, it was observed that the exposed core wire had scratches. The outer layer was rolled up over an area approximately 24 mm in length, located about 1598 to 1622 mm from the distal end. Additionally, the outer layer was ripped at approximately 1622 mm from the distal end. Between approximately 1663 mm and 1670 mm from the distal end, the outer layer had ripped at multiple points and overlapped. No other anomalies, such as peeling of the outer layer, were noted in other areas. The outer diameter of the undamaged section conformed to the factory specifications, and no anomalies were detected. A combination test was conducted to insert an actual sample into a factory-retained headway 17 from the hub side. The test confirmed that insertion is possible. Confirmation of the missing portion noted the outer layer's overlapping state in the area approximately 1663 mm to 1670 mm was released. Under the overlapped outer layer, there are two other separated portions of outer layer in tubular shape approximately 4 mm and 5 mm in length were revealed. According to investigation results the combined length of the rolled-up part and the two tubular portions of the outer layer corresponds to the exposed part of the core wire, approximately 33 mm. This suggests that no part of the outer layer is missing. Rolled-up part of the outer layer was approximately 24 mm. The two tubular portions of the outer layer was approximately 4 mm and 5 mm. The total length was approximately 33 mm. Dyeing confirmation of the actual guidewire (visual inspection) revealed no exfoliation of the hydrophilic coat was observed along the entire length. The hydrophilic coat appears yellowish-green when dyed. The manufacturing and shipping inspection records for the actual sample showed no anomalies. Additionally, the past complaint file for the product involved and lot number revealed no similar reports from any other facility. Simulation testing was conducted: test method: with the metal torque device tightened to a factory-retained gt wire, a tensile load was applied proximally while applying torque load. Test results indicate exposure of the core wire occurred. The outer layer was rolled up to the proximal end, and the core wire was scratched. These conditions were considered similar to those of the actual sample. According to the investigation results no anomalies in the manufacturing record, shipping inspection records, dimensions, or hydrophilic coating. As a possible cause, it was inferred that the unusual resistance was felt because the outer diameter of the guidewire was augmented locally due to the rolled up outer layer, which decreased the clearance with the micro catheter used in combination. Additionally, though there was no anomaly in the hydrophilic coating, as no exfoliation was confirmed, it was inferred that the lubricity might have been decreased due to insufficient priming of the surface of the actual sample, which resulted in the unusual resistance. As a possible cause, the outer layer rolled up in the proximal direction could be due to a metal torque device, which was tightened to the guide wire, being pulled proximally while a torque load was applied, resulting in the outer layer rolling up towards the proximal end. Ashitaka factory has been trying to maintain the product's quality by performing the following controls. The amount of hydrophilic coating solution and the stirring time are controlled to manage the coating amount and condition to be uniform, so that the product's lubricity is assured. In the manufacturing process, the outer diameter of core wire is controlled. 100% visual inspection of this product is conducted to ensure that there is no anomaly in the appearance such as an exposure of core wire or scratches. As part of the shipping inspection, the product's lubricity is inspected. The IFU of this product is indicated as follows. Direction for use: remove the guide wire gt from the holder and inspect the guide wire gt prior to use, to verify if it is lubricated. If the guide wire gt can not be easily removed from the holder, inject more heparinised physiological saline solution into the holder and try again. [Precautions]: use the enclosed radifocus torque device to handle the guide wire gt. Do not use a metal torque device with the guide wire gt. Use of a metal torque device may result in damage to the wire. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of (B)(4) of terumo corporation (manufacturer) registration no. 9681834.